Manufacturer narrative:
The IFU also lists infection and abnormal healing as potential complications. Infection is a known complication of prosthetic arteriovenous (av) grafts. The patient selection considerations listed in the hero graft IFU states the patient should be screened for infection and ensure infection is resolved prior to hero graft implant procedure. It also states to prophylactically treat the patient in the peri-operative period with antibiotics based upon the patient's bacteremia history. Five local infections were reported in 3 patients and 5 bacteremia events were reported in 3 patients. Two patients had both local infections and bacteremia. The publication reported that 3 study patients had a history of bacteremia, but it is unclear if those patients were the same as those with the local infections and/or bacteremia. Additional information regarding local infection blood culture results reported "blood culture results no growth" for 4 cases, 1 case with "wound culture light growth gram negative bacilli", 1 case with "culture results gram positive bacilli and gram negative bacilli" and 3 cases with no culture results. Additional information regarding bacteremia blood culture results reported gram positive cocci in 4 cases and 1 case with gram negative bacilli. As previously stated, patient history of infection is unknown and the details on source of infection and bacteremia were not provided. It is also unclear how the patients with local infection and bacteremia were receiving dialysis, specifically if they had a bridging catheter. As stated in the hero IFU bridging catheters should be removed as soon as possible to decrease risk of infection related to the catheter. The root cause for the reported event is unknown; however, all complications noted in the complaint are known potential complication of the hero graft. The IFU lists the following potential complications with the use of the hero graft: seroma, infection, vascular graft revision/replacement, partial stenosis or full occlusion of prosthesis or vasculature, pseudoaneurysm, hematoma, and abnormal healing. The hero graft is unlikely to be the direct source of the infection as the product undergoes a validated terminal sterilization process. There is no indication that an error or deficiency occurred at cryolife and the IFU adequately communicates risk.

Event description:
According to the publication, experience of hero dialysis graft placement in a challenging population, a total of 11 patients underwent 12 hero graft implants. All of the patients had cvod to varying extents, including subclavian vein stenosis or occlusion, innominate vein stenosis and superior vena cava stenosis. All of these patients had multiple vascular accesses (catheters and av fistulas or grafts) placed prior to the hero, with a minimum of 2 and a maximum of >14. Only 3 patients had a history of bacteremia, leading to removal of their access prior to hero placement. Reasons for reintervention or failure (n=11): thrombosis (total of 5 events, number of failed grafts 4), local infection (total of 3 events, number of failed grafts 3), pseudoaneurysm (total of 2 events), seroma (total of 1 event), hematoma (total of 1 event) and nonhealing incision (total of 1 event). Associated with the local infection the paper added the following information "grafts removed due to abcess formation over graft." Additional information was received from the surgeon which showed that patient 9 had experienced a local infection event after the original publication was printed. Hero 1001 and hero 1002 were investigated. Patient 9 was a male who had a hero graft (hero 1001, lot unknown and hero 1002, lot 0001326) implanted on (B)(6) 2010 and explanted on (B)(6) 2011. A subsequent hero graft was implanted on (B)(6) 2013 (hero 1001, lot 001873 and hero 1002, lot unknown) and explanted (B)(6) 2013. The patients third hero graft (lot numbers unknown) was implanted on (B)(6) 2014 and explanted (B)(6) 2015. Two revisions were performed for thrombosis. On (B)(6) 2014 an open thrombectomy and revision of graft was performed and on (B)(6) 2014 a mechanical thrombectomy was performed. A local infection was identified on (B)(6) 2013; the graft was not cannulated during the infection and blood culture results no growth, other culture results gram positive bacilli and gram negative bacilli. A second local infection was identified on (B)(6) 2011 and the graft was not cannulated during the local infection. Blood cultures showed no growth. A third local infection was identified on (B)(6) 2015; the graft was not cannulated during the infection and blood cultures showed no growth. Bacteremia was confirmed on (B)(6) 2013 the hero graft was not cannulated during bacteremia episode. Blood culture result showed gram positive cocci. Each event which occurred in patient 9 was investigated and a separate medwatch filed. This medwatch is filed for the local infection which occurred on (B)(6) 2015.

Manufacturer narrative:
According to the publication, experience of hero dialysis graft placement in a challenging population, a total of 11 patients underwent 12 hero graft implants. All of the patients had cvod to varying extents, including subclavian vein stenosis or occlusion, innominate vein stenosis and superior vena cava stenosis. All of these patients had multiple vascular accesses (catheters and av fistulas or grafts) placed prior to the hero, with a minimum of 2 and a maximum of >14. Only 3 patients had a history of bacteremia, leading to removal of their access prior to hero placement. Reasons for reintervention or failure (n=11): thrombosis (total of 5 events, number of failed grafts 4), local infection (total of 3 events, number of failed grafts 3), pseudoaneurysm (total of 2 events), seroma (total of 1 event), hematoma (total of 1 event) and nonhealing incision (total of 1 event). Associated with the local infection the paper added the following information "grafts removed due to abcess formation over graft." Additional information was received from the surgeon which showed that patient 9 had experienced a local infection event after the original publication was printed. Hero 1001 and hero 1002 were investigated. Patient 9 was a male who had a hero graft (hero 1001, lot unknown and hero 1002, lot 0001326) implanted on (B)(6) 2010 and explanted on (B)(6) 2011. A subsequent hero graft was implanted on (B)(6) 2013 (hero 1001, lot 001873 and hero 1002, lot unknown) and explanted (B)(6) 2013. The patients third hero graft (lot numbers unknown) was implanted on (B)(6) 2014 and explanted (B)(6) 2015. Two revisions were performed for thrombosis. On (B)(6) 2014 an open thrombectomy and revision of graft was performed and on (B)(6) 2014 a mechanical thrombectomy was performed. A local infection was identified on (B)(6) 2013; the graft was not cannulated during the infection and blood culture results no growth, other culture results gram positive bacilli and gram negative bacilli. A second local infection was identified on (B)(6) 2011 and the graft was not cannulated during the local infection. Blood cultures showed no growth. A third local infection was identified on (B)(6) 2015; the graft was not cannulated during the infection and blood cultures showed no growth. Bacteremia was confirmed on (B)(6) 2013 the hero graft was not cannulated during bacteremia episode. Blood culture result showed gram positive cocci. Each event which occurred in patient 9 was investigated and a separate medwatch filed. This medwatch is filed for the local infection which occurred on (B)(6) 2015. The IFU also lists infection and abnormal healing as potential complications. Infection is a known complication of prosthetic arteriovenous (av) grafts. The patient selection considerations listed in the hero graft IFU states the patient should be screened for infection and ensure infection is resolved prior to hero graft implant procedure. It also states to prophylactically treat the patient in the peri-operative period with antibiotics based upon the patient's bacteremia history. Five local infections were reported in 3 patients and 5 bacteremia events were reported in 3 patients. Two patients had both local infections and bacteremia. The publication reported that 3 study patients had a history of bacteremia, but it is unclear if those patients were the same as those with the local infections and/or bacteremia. Additional information regarding local infection blood culture results reported "blood culture results no growth" for 4 cases, 1 case with "wound culture light growth gram negative bacilli", 1 case with "culture results gram positive bacilli and gram negative bacilli" and 3 cases with no culture results. Additional information regarding bacteremia blood culture results reported gram positive cocci in 4 cases and 1 case with gram negative bacilli. As previously stated, patient history of infection is unknown and the details on source of infection and bacteremia were not provided. It is also unclear how the patients with local infection and bacteremia were receiving dialysis, specifically if they had a bridging catheter. As stated in the hero IFU bridging catheters should be removed as soon as possible to decrease risk of infection related to the catheter. The root cause for the reported event is unknown; however, all complications noted in the complaint are known potential complication of the hero graft. The IFU lists the following potential complications with the use of the hero graft: seroma, infection, vascular graft revision/replacement, partial stenosis or full occlusion of prosthesis or vasculature, pseudoaneurysm, hematoma, and abnormal healing. The hero graft is unlikely to be the direct source of the infection as the product undergoes a validated terminal sterilization process. There is no indication that an error or deficiency occurred at cryolife and the IFU adequately communicates risk.

Event description:
According to the publication, experience of hero dialysis graft placement in a challenging population, a total of 11 patients underwent 12 hero graft implants. All of the patients had cvod to varying extents, including subclavian vein stenosis or occlusion, innominate vein stenosis and superior vena cava stenosis. All of these patients had multiple vascular accesses (catheters and av fistulas or grafts) placed prior to the hero, with a minimum of 2 and a maximum of >14. Only 3 patients had a history of bacteremia, leading to removal of their access prior to hero placement. Reasons for reintervention or failure (n=11): thrombosis (total of 5 events, number of failed grafts 4), local infection (total of 3 events, number of failed grafts 3), pseudoaneurysm (total of 2 events), seroma (total of 1 event), hematoma (total of 1 event) and nonhealing incision (total of 1 event). Associated with the local infection the paper added the following information "grafts removed due to abcess formation over graft." Additional information was received from the surgeon which showed that patient 9 had experienced a local infection event after the original publication was printed. Hero 1001 and hero 1002 were investigated. Patient 9 was a male who had a hero graft (hero 1001, lot unknown and hero 1002, lot 0001326) implanted on (B)(6) 2010 and explanted on (B)(6) 2011. A subsequent hero graft was implanted on (B)(6) 2013 (hero 1001, lot 001873 and hero 1002, lot unknown) and explanted (B)(6) 2013. The patients third hero graft (lot numbers unknown) was implanted on (B)(6) 2014 and explanted (B)(6) 2015. Two revisions were performed for thrombosis. On (B)(6) 2014 an open thrombectomy and revision of graft was performed and on (B)(6) 2014 a mechanical thrombectomy was performed. A local infection was identified on (B)(6) 2013; the graft was not cannulated during the infection and blood culture results no growth, other culture results gram positive bacilli and gram negative bacilli. A second local infection was identified on (B)(6) 2011 and the graft was not cannulated during the local infection. Blood cultures showed no growth. A third local infection was identified on (B)(6) 2015; the graft was not cannulated during the infection and blood cultures showed no growth. Bacteremia was confirmed on (B)(6) 2013 the hero graft was not cannulated during bacteremia episode. Blood culture result showed gram positive cocci. Each event which occurred in patient 9 was investigated and a separate medwatch filed. This medwatch is filed for the local infection which occurred on (B)(6) 2015.